Event description:
When the guide wire was removed after treatment of a lad lesion, it was noticed that the guide wire spring tip was fractured and remained in the side branch. The branch may have spasmed. The physician finished the case with another wire.